Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: 2.1.0, work order complete: h3, h6) a manufacturer representative went to the site to test the navigation system. It was reported that it passed hardware, software, and instruments. No hardware parts were replaced, and the system performed as intended. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that "right after registration," the surgeon felt that navigation was inaccurate by approximately 7 mm. Registration was completed using a computed tomography (CT) and navigation was performed on the MRI. Troubleshooting was performed. The manufacturer representative (rep) reported that there was no obvious issues with the image merge set, and the registration accuracy metric was 2.3 mm. The site utilized a combination of tracing and added touchpoints. The accuracy at entry was 2.2 mm and accuracy at target was 1.9 mm. There was no impact on patient outcome, and no delay to the procedure.

Manufacturer narrative:
H2, h6: the software investigation found that the reported event was not related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Code d15 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.